Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex device's sound abatement foam. The patient has alleged difficulty breathing/short of breath, headaches. There was no report of serious or permanent harm or injury. The device was returned to the third-party service center for evaluation. The device was scraped and found contamination of dust. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.